Manufacturer narrative:
The product was not returned for an evaluation, however an evaluation of the complaint was conducted. Based on the evaluation, field was updated to reflect the operational problem of: "parts don't move freely." This is report two of five for the same event. Reports one, and three through five are reported on 1032347-2016-00395-1 and 1032347-2016-00397-1 through 1032347-2016-00399-1.

Event description:
It was reported that all previously implanted products were re-implanted into the patient once the patient's condition was resolved.

Manufacturer narrative:
It was reported the patient is in jail and the surgeon believes the event was due to the patient not having access to oral care. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report two of five for the same event, reference 1032347-2016-00395 through 1032347-2016-00399.

Event description:
A revision surgery was reported due to ankylosis over the joint.